Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was removed and replaced.

Event description:
New information notes that the patient was stable before, during, and after their surgical procedure.